Event description:
The customer reported that during use of this spectrum ii suture hook, straight in an arthroscopic rotator cuff repair procedure on (B)(6) 2013, the tip of the hook "sheared off" in the bursa. Initially, the surgeon attempted to remove the broken hook arthroscopically, but was not successful. The approximately 1.5cm piece of metal had worked its way deeper into the bursa requiring ultrasound and image intensifier to locate its position. The incision was extended to an open procedure and resulted in approximately 4.5 hours of additional surgical time to locate and remove the broken hook from the patient's shoulder. As reported, the male patient was initially having the average amount of discomfort for this type of procedure, but complained of increasing pain the day after being discharged. Follow-up with the surgeon revealed that the patient was last seen on (B)(6) 2013. The sutures were removed and patient is now in a sling. He was able to do pendulum exercises with comfort and was starting physical therapy.

Manufacturer narrative:
The damaged suture hook and the broken tip are not expected for evaluation, as both were discarded at the user facility. Without the actual product, an evaluation could not be performed and the cause of the reported breakage was unable to be determined. However, evaluation of similar complaints revealed this type of damage can occur if excessive lateral force is applied during use and the most likely cause of tip breakage is user-related. A review of the device history records could not be performed as the lot number was not provided. In addition, a 2-year review of the device complaint history shows there have been no serious injury or death related to this reported breakage. This is a limited reuse device and the number of usage and detail of how the breakage occurred was not provided. The suture hook breakage is addressed in the IFU and risk analysis shows the risk level as acceptable. To reduce the risk of tip breakage and injury to the patient, the instruction for use (IFU) provided the following warnings and precautions: warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Precautions: do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. An education letter will be sent to the user facility to reiterate the importance of following the IFU precautions/warnings to prevent the incident from recurring. Device was discarded at user facility.